Manufacturer narrative:
In order to completely deploy the 75% expanded stent, another balloon was inserted to post-dilate. There was no patient injury and the patient is currently fine. Please note that the device has been discarded and will not be returned for analysis. A device history record (DHR) review and additional information are pending and will be submitted within 30 days upon receipt. The gender of the patient is currently unknown. (B)(4).

Manufacturer narrative:
A device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Complaint conclusion: as reported by the sales rep, this account attempted to hand inflate a 6x29 palmaz genesis stent in the iliac, and the balloon ruptured before the stent was fully expanded. The stent was nearly 75% deployed. A post-dilation balloon was used to deploy the stent. There was no patient injury. The intended procedure was stenting of a target lesion in the iliac artery. The lesion was not overly calcified. For the procedure, a 6x29mm palmaz genesis opta pro balloon stent delivery system was opened. There was no difficulty removing the product from the packaging. There were no kinks or other damages noted to the device prior to use. The device was prepped normally with no anomalies noted. The contrast media and contrast-to-saline ratio are unknown. A hand syringe was used for inflation and has been used successfully with other devices. After the guidewire was advanced to the target lesion with no difficulty, the palmaz genesis stent system was inserted into the patient. There was no resistance/friction or difficulty experienced as the balloon was inserted into the patient. The catheter was not ever in an acute bend. At the lesion, the balloon was inflated. The stent was mounted properly when the stent was at the lesion. However, when the stent was about 75% expanded, the balloon ruptured and an unknown pressure. The balloon had inflated normally (evenly) before rupture. The balloon did not seem to stick to the stent. The balloon catheter did not kink during use. The balloon catheter was removed easily from the patient and was intact. In order to completely deploy the 75% expanded stent, another balloon was inserted to post-dilate. There was no patient injury and the patient is currently fine. Review of DHR for lot 16102600 noted no anomalies that could have contributed to the nature of this complaint. The device was not returned for analysis. The reported balloon burst at/below rbp could not be confirmed as the device was not returned for analysis. The exact cause could not be conclusively determined. Based on the information available for review, factors contributing to the difficulty experienced by the customer could not be determined. Neither the DHR nor the information available for review suggest a design or manufacturing related cause for the event; therefore, no corrective action will be taken at this time.

Event description:
As reported by the sales rep, this account attempted to hand inflate a 6x29 palmaz genesis stent in the iliac, and the balloon ruptured before the stent was fully expanded. The stent was nearly 75% deployed. A post-dilation balloon was used to deploy the stent. There was no patient injury. The intended procedure was stenting of a target lesion in the iliac artery. The lesion was not overly calcified. For the procedure, a 6x29mm palmaz genesis opta pro balloon stent delivery system was opened. There was no difficulty removing the product from the packaging. There were no kinks or other damages noted to the device prior to use. The device was prepped normally with no anomalies noted. The contrast media and contrast-to-saline ratio are unknown. A hand syringe was used for inflation and has been used successfully with other devices. After the guidewire was advanced to the target lesion with no difficulty, the palmaz genesis stent system was inserted into the patient. There was no resistance/friction or difficulty experienced as the balloon was inserted into the patient. The catheter was not ever in an acute bend. At the lesion, the balloon was inflated. The stent was mounted properly when the stent was at the lesion. However, when the stent was about 75% expanded, the balloon ruptured at an unknown pressure. The balloon had inflated normally (evenly) before rupture. The balloon did not seem to stick to the stent. The balloon catheter did not kink during use. The balloon catheter was removed easily from the patient and was intact.